Event description:
Needle of safety lancet did not come back after using it, and a nurse got a needle stick accident. The nurse does not plan to get any examination.

Manufacturer narrative:
Htl received one piece of defected lancet with no retraced needle - detected defect is too long needle exposure. Htl tested the retained sample of lancets from lot number r25c44l7. These tests did not confirm the failure.